Event description:
Device performance analysis revealed that the right ventricular (rv) lead had triggered the lead integrity alert (lia) due to oversensing. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: (B)(4) - performance data from the device was analyzed and revealed right ventricular oversensing that had triggered a lead integrity alert (lia). Product: 2187 implantable pacing lead (B)(6) 2004; 5076 implantable pacing lead (B)(6) 2002. (B)(4).